Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, a035 bentson wire was placed and advanced into the inferior vena cava however the wire would not go through the struts of the filter and 4 french bentson catheter was used to pass a wire and catheter through the struts of the filter however at the top of the filter, the inferior vena cava felt hard and rubbery and appeared to be inferior vena cava occlusion. Venogram was performed through right common femoral vein and confirmed that the inferior vena cava was occluded and narrowed with inferior vena cava filter in place. Approximately five months later, filter was retrieved successfully using en-snare technique. Therefore, the investigation is inconclusive for retrieval difficulties as the wire would not go through the struts of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015)

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year and six months post filter deployment, it was alleged that the filter could not be retrieved during a removal procedure. However, at a later time it was further alleged that the filter was retrieved percutaneously. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with deep vein thrombosis and pulmonary emboli had a vena cava filter successfully deployed without incident. Approximately one year six months post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and a wire and catheter were advanced into the ivc, but would not go through the struts of the filter. A venogram performed demonstrated the inferior vena cava (ivc) appearing occluded, likely chronic with occlusion from the common iliac vein confluence up through the infrarenal ivc. No attempts were made to retrieve the filter and the patient was instructed to continue on anticoagulation. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year six months post filter deployment, the patient was scheduled for retrieval of the filter. A wire and catheter were advanced into the ivc, but would not go through the struts of the filter. There was no attempt to retrieve the filter at this point. Therefore, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made to retrieve the filter in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year six months post filter deployment, it was alleged that the filter could not be retrieved during a removal procedure. However, at a later time it was further alleged that the filter was retrieved percutaneously. There was no reported patient injury.